Event description:
No failure. Immediate replacement module used to solve problem.======================manufacturer response for monitor, physiological, module, carescape, pdm (per site reporter).======================yes, they have made repairs by replacing the e-port connector.